Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing. Patient states cgm sensor did not get signal and when he pulled it out he did not note a wire attached to the sensor pod or protruding from his skin. Patient unable to find wire and states he feels sensor did not puncture his skin at all upon insertion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.